Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. Customer¿s blood glucose level was 300 mg/dl. Customer stated that they do not believe the insulin pump was not delivering like it was supposed to that they receives their bolus but feel that the basal was not going in correctly. Customer was assisted with troubleshoot but to see if the insulin pump was delivering they just ran the prime and watch the insulin come out there was no way to see the basal unless they just stays disconnected from the insulin pump and watch the hourly basal. The device will not be returned for analysis.